Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The treatment rendered for the event was not reported. The patient was recovering from the events. On an unreported, dianeal therapy was withdrawn. Per the nurse, the event was not related to the dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k01037 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.